Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2025, following the placement of an arterial catheter, the outer casing ruptured without apparent cause, leading to arterial blood leakage. This incident has occurred three times within two days. The need for a second puncture has increased the patient's discomfort.

Manufacturer narrative:
Investigation results: a device history record review was completed for provided material number 381137 and lot number 5086187. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. As this is the first complaint for this batch, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.